Event description:
Per discharge summary: the pt was admitted with chest pain. Cardiac catheterization showed an embolus thought to be caused by thrombus; however, the valve could not be seen well on ECG and this could not be confirmed. Pt had a minor wall motion abnormality on the anterior wall. International normalized ratio's in the few months prior to hospitalization had been subtherapeutic and was 1.2 two days prior to admission. Pt was stabilized with medication and discharged.